Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. If additional pertinent information becomes available, the report will be updated. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Based on the event description a single lumen and dual lumen umbilical catheter were placed into a baby in the nicu department in (B)(6) hospital. On x-ray it was discovered that one of the catheters was missed placed. The wrong catheter was removed resulting in an ischemic injury to the patient on the right flank/hip which required treatment. The patient was not re x-rayed after removal to check that the correct catheter had been removed. It can be noticed that the wrong catheter was removed during medical procedure; this event reported is not related to the catheter functionality. In fact, the event description continues: the product was not at fault. Based on description, the product related to this complaint did not fail; hence there is not a defect. With the available information the most probable root cause for this reported event could be related to catheter misplacement. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for qa tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports that a single lumen and dual lumen umbilical catheter were placed into a baby in the nicu department. On x-ray it ws discovered that tone of the catheters was misplaced. The wrong catheter was removed resulting in an ischaemic injury to the patient on the right flank/hip which required treatment. The patient was not re-x-rayed after removal to check that the correct catheter had been removed. The customer stated that the product was not at fault; however, the nurses have asked if our company could look at ways to make it easier to identify on x-ray between single and lumen catheters. The injury was in the process of healing when the patient was discharged from the nicu.